Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. The clinical application specialist (cas) spoked with the customer biomed who was calling to ask a question about an alarm. The biomed stated that the staff had a patient that they saw the pulse "drop and flatline for a few secs" and they state that it did not alarm at the central station. Biomed has accessed the clinical audit trail, and the cas assisted the biomed to understand how to clear it up. Patient is still admitted and is being monitored. The customer was advised using the mrn, and then only checked the important boxes for red alarms, yellow alarms, inop alarms, acknowledge, pause, adt, etc. The monitor alarmed as it was designed performed to do so. The clinical application specialist looked over the audit as well and advised the biomed to call back with any other questions. The customer stated they haven't had any additional reports from staff and tested the alarms. Confirmed everything is functioning correctly. Asked philips to close the case. Based on a review of the information provided, the mp30 device was functioning as designed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mp30 indicating that the emergency department staff witnessed the patient's rhythm display as flatline for a few seconds, but an alarm was not generated at the central station; however, after biomed and staff reviewed the clinical audit log, it was confirmed the alarm for asystole sounded and was logged as intended. The customer stated there was no patient harm. Based on this information, there was no device malfunction and no harm to the patient.